Event description:
Spouse of home pt (hp) reports leak in pt line tubing of homechoice set during apd treatment, 2 nights in a row in dwell two out of three. Spouse did not note exact location of leak. Spouse reported hp continued treatment each time with no pt injury or medical intervention required.